Event description:
During a followup visit the patient reported severe pain. At about 7 months from primary the surgeon revised the stem for loosening.

Manufacturer narrative:
Batch review performed on 13 march 2025: (B)(4) items manufactured and released on 09-may-2018. Expiration date: 2023-04-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department: a revision surgery was performed 7 months after the primary implantation of a tha. The reported reason for the revision was stem loosening. The patient complained of severe pain and underwent follow-up x-rays, which revealed a radiolucency line in the proximal lateral aspect of the stem. Aseptic loosening is a known complication of primary cementless hip arthroplasties, as described in the literature, though its causes are often unclear. Based on the available information, the exact reason for this failure cannot be determined. Root cause: aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.